Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) has an issue with system overheating. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, b5, g3, g6, h2, h10. Additional contact information: (B)(6).

Event description:
It was reported that device was in patient use, the cardiosave intra-aortic balloon pump (iabp) has an issue with system overheating. There was no patient harm reported.

Manufacturer narrative:
Updated fields: b4, d8, d9, g3, h2, h3, h6 (investigation findings, type of investigation, component codes, investigation conclusion), h11. A getinge field service engineer (fse) evaluated the unit and after replacing both pressure transducers and replaced scroll compressor, verified unit calibrated and passed all functional and safety tests per factory specifications. The reported was not duplicated. Product passed all functional/safety testing.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.